Event description:
It was reported that a vns patient had a full revision due to 'lead test failed' on (B)(6) 2010. Their explanted lead and generator was returned for analysis and the event was confirmed. Event date of explant used at this time. The lead was returned intact. During the visual analysis the (+) white quadfilar coil appeared to be broken approximately 1.5mm from the end of the electrode bifurcation. Visual analysis was performed and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be voids and inclusions were observed on some of the coil strands. During this analysis the exact impact the voids and inclusions made to the observed fracture could not be determined. However, results of an energy dispersion spectroscopy (eds) evaluation demonstrate that the composition of materials in these areas are representative of the coil material, so the condition is not expected to have an adverse effect. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no other discontinuities identified. The patient's explanted generator was returned for analysis. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts will be made for further details.

Event description:
No further information has been attained in regards to the patient's reported events. A following neurologist is unknown.

Event description:
The patient had their device disabled (B)(6) 2010. High impedance was noted the same day on diagnostic testing.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.